Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, and experienced symptoms of pain and swelling. During visual evaluation of the sample, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2020, mentor received additional information about the event. It was initially reported that the patient had developed a seroma in her left breast, but seroma has been ruled out. Patient code 2069 for ¿seroma¿ is no longer applicable to this event. An ultrasound performed on (B)(6) 2020 showed a large fluid collection in the patient¿s left breast. In addition, the ultrasound indicated rupture of the patient¿s left breast prosthesis. It was also reported that patient suffered from pain and swelling in her left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient who underwent a primary breast reconstruction procedure with a mentor memoryshape breast implant 685cc gel breast prosthesis developed a seroma in her left breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 800cc gel breast prosthesis on (B)(6) 2020.